Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with vancomycin injection 2 grams once weekly for two weeks intraperitoneally and fortum injection 1 gram per day for fourteen days intraperitoneally for the peritonitis event. It was not reported if dianeal and/or extraneal therapies were ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The telephone number for the contact was reported as: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.